Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported the unit went to ventilator inoperative with error code of air valve liftoff failure. Customer reported that there was no patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to site and confirmed the reported problem. Fse identified that the air valve was cracked and was in the wrong position. Date of event: (B)(6) 2016.

Manufacturer narrative:
The field service engineer confirmed the reported problem however the customer did not approve repair. No parts replaced.